Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracic procedure, the surgeon was able to press the green button but was unable to squeeze the handle, hence the device did not fire. The surgeon changed the handle but the same issue occurred. The reload was checked prior to use an it did not prefire. The event occurred during the procedure but the device was not used on the patient. There was no patient injury.